Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the communication error (e315) message was that the c-cover was cracked by physical stress while the user was handling the device. Water entered the device, and as a result, abnormality of electrical parts occurred. The event can be prevented by following the instructions for use which state: ¿·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scope communication error due to corrosion on the electrical connector caused by liquid intrusion. Upon further inspection, it was observed that there was slight leakage in the venting valve. It was also observed that the objective lens was scratched, causing a shadowy image. It was observed that the light guide lens was chipped. Lastly, it was observed that the adhesive of the bending section cover was aging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the endoeye flex deflectable videoscope displayed scope communication error (e315) message. The reported issue occurred during preparation of use for a diagnostic enteroscopy procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.